Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the screen displayed a "defib fault 78" message when the device was charged. The complainant indicated that there was no pt involvement in the reported malfunction.